Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized. In 2004 - an acute mid rca long lesion was predilated with a maverick balloon. The physician was unable to deliver the 2.75 x 32 mm taxus express2 8.8% drug eluting stent. Upon removal, the stent was pulled back and got hung up on the guide catheter. The guide catheter, wire, and stent were removed together as a unit. Once they were out of the sheath, the physician noticed that the stent was missing. The physician reengaged the wire and successfully implanted a 2.75 x 28 mm taxus express2 8.8% drug eluting stent. An angiogram was performed, locating the stent to be near the calf. The following day, a vascular surgeon performed an angiogram and removed the embolized 2.75 x 32 mm taxus stent by using a snare. The pt is reported to be in good condition.